Event description:
It was reported by the patient that they had been walking for about a mile when the device started to shock them. The patient indicated their legs felt weak and they had to sit down for about 15 minutes. Follow up with the clinic was done and no additional information was available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.